Event description:
It was reported that the implantable cardioverter defibrillator had premature elective replacement indication (eri) due to premature battery depletion. The device was checked on (B)(6) 2017 with 4.4 years remaining and since then the device had reached eri unexpectedly. The patient was asymptomatic. The device was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.